Event description:
Related manufacturer reference number:2017865-2022-09194. It was reported that patient presented to emergency room after experiencing discomfort. Upon interrogation, it was noted that patient's pacemaker and right ventricular lead exhibited loss of capture. The pacemaker was not able to recognize loss of capture. During lead revision procedure, it was noted that the lead helix was failed to retract. The lead was capped and replaced on (B)(6) 2022. The pacemaker was explanted and replaced. The patient was stable.